Event description:
The customer reported machine over delivered heparin during treatment. It was programmed linear delivery of 4 ml over 4 hrs. After 2.5 hrs, machine status screen indicated 4.6 ml of heparin already delivered. Heparin pump was stopped and treatment continued.